Event description:
ER md attempting placement of a right femoral cvp. Upon placement of guidewire resistance was met after a short distance. Guidewire withdrawn w/resistance. Advancement and withdrawal attempted again. When guidewire was withdrawn the end of the guidewire had broken off.